Event description:
A patient was implanted with a proximal humerus plate on (B)(6) 2012. Post operatively the patient fell. It was noted the plate and screws were all intact but the bone was displaced. The patient was returned to the or on (B)(6) 2012 for removal of hardware and revision to a reverse total shoulder. Reportedly the patient was non-compliant. This report is #6 of 10 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.